Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. The report also represents notification of 1 event for stent dislodge and inaccurate placement. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are palmaz stents, but the catalog and lot numbers are not available. The citation is as follows " management of misplaced or migrated endovascular stents. Journal of vascular and interventional radiology: jvir, 10(7), 851¿859. Https://doi.org/10.1016/s1051-0443(99)70127-2". A copy of the publication is attached to this report. According to the literature article by slonim, s. M., dake, m. D., razavi, m. K., kee, s. T., samuels, s. L., rhee, j. S., & semba, c. P. (1999). Management of misplaced or migrated endovascular stents. Journal of vascular and interventional radiology : jvir, 10(7), 851¿859. Https://doi.org/10.1016/s1051-0443(99)70127-2, a palmaz p154 stent was intended to be placed in the right renal artery (rra) but migrated to the aorta due to it dislodging from an unknown balloon. The stent was repositioned in left external iliac artery (l eia) percutaneously with another unknown 3-5mm balloon catheter. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent dislodged¿ and ¿stent inaccurate placement¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number was supplied a phr could not be completed. According to the safety information in the instructions for use ¿the palmaz balloon-expandable peripheral stent is a 316l stainless steel, slotted tube. The stent should be crimped over the recommended balloon delivery catheter. See materials required table for the recommended cordis maxi¿ ds, and powerflex® plus individual product descriptions, and recommended accessory devices.¿ the recommended balloon was the powerflex plus. It is not known if the recommended balloon was used in this case. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
According to the literature article by slonim, s. M., dake, m. D., razavi, m. K., kee, s. T., samuels, s. L., rhee, j. S., & semba, c. P. (1999). Management of misplaced or migrated endovascular stents. Journal of vascular and interventional radiology : jvir, 10(7), 851¿859. Https://doi.org/10.1016/s1051-0443(99)70127-2, a palmaz p154 stent was intended to be placed in the right renal artery (rra) but migrated to the aorta due to it dislodging from an unknown balloon. The stent was repositioned in left external iliac artery (l eia) percutaneously with another unknown 3-5mm balloon catheter. The device will not be returned for evaluation.